Event description:
A cartridge alarm, specifically alarm 20, was reported by the customer during the load process of their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was informed by technical support that a replacement pump with updated software would be sent, and training would be available through their tandem source account. The customer acknowledged the instructions for pump storage and return, as well as the steps to follow upon receiving the new pump. A backup insulin therapy using multiple daily injections (mdi) was planned, and the replacement pump was successfully dispatched.